Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected an error 23094 pointing to the universal surgical manipulator (usm). The procedure was converted to a laparoscopic surgery. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer converted to laparoscopy without inserting additional trocars.

Manufacturer narrative:
Please refer to the following corrected information: annex f - health impact desc 2 code was updated to f1906.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. The unit was tested on an in-house system in normal mode where the 23094 error was triggered. The unit was also tested on a testing platform where the cva characterization failed for the pitch cva. The unit also failed sensor checks for the yaw. A golden pitch cva was installed, and the unit was able to pass testing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to the following corrected information: annex a code updated to a090209.

Event description:
Refer to h10/h11 for follow-up information.